Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address an infection.

Manufacturer narrative:
(B)(4). Corrected: UDI (B)(4). Added operator of device, is this a single use device that was reprocessed and reused on a pt?, device available for evaluation?, health professional?, occupation, and initial reporter also sent report to FDA?. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports of infection against one or more the provided product codes. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.